Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. No phone number provided. Ts recommended changing the position of solenoids. Customer resolved the reported issue by swapping positions of solenoids two (2) and four (4). Customer ran the unit for an extended period of time and performed performance verification testing. Testing passed and unit returned to service.

Event description:
Customer contacted technical support (ts) stating that unit had proximal autozero failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient injury or harm was reported. Event date not specified, estimate used.